Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the reported issue. The fse was able to reproduce the autofill failure and replaced the drive manifold to fix the issue. After the defective part was replaced the iabp passed all functional tests and was returned to the customer for use.

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) unit had an inflation failure, during the test of receiving the bag, after testing it was found that the valve group data exceeded the range by a large amount and required valve group to be replaced. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.